Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product quality issue. All available information was investigated and the reported slda was due to challenging patient anatomy. Additionally, the reported recurrent mitral regurgitation was due to tissue damage. The reported tissue damage appears to be due to procedural conditions. The reported patient effects of mitral regurgitation and tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2-3. On (B)(6) 2020, it was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)), the chordae to the anterior leaflet was torn, and the mr increased to 4. A second procedure was performed on (B)(6) 2020. Two clips were implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.